Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via call that the customer had high blood glucose level of 400 to 500 mg/dl. Customer was not using auto mode at the time of event. The insulin pump will not be returned for analysis.